Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker experienced a syncopal episode. This occurred within three days post-implant. The patient was seen to check the device and right ventricular (rv) lead and a loss of ventricular pacing was observed. It was noted that pacing thresholds measurements were high, and the syncope was suspected to be due to loss of capture. During the revision procedure, the rv lead was tested and normal threshold and impedance measurements were observed. When the lead was reconnected to the pacemaker, the device still failed to capture. This device was removed and a non-boston scientific pacemaker was connected to the existing lead, where normal function was reported. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis, as a connection issue with the rv port was suspected.